Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm would not rotate. Review of the system log file by rse showed collision detected error. To resolve the issue, fse performed bodyguard calibration and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm would not rotate. No harm has been reported to philips. Philips has started an investigation of this complaint.